Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a longevity estimator error. It was noted that the longevity estimator is not representing the actual longevity of the device. It was also noted that the left ventricular (lv) lead had high threshold measurements. The device and lead remain in use. No patient complications have been reported as a result of this event.